Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 002 mg/dl and 232 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 502 mg/dl and 203 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.